Event description:
Pevena machine malfunctioned - it is supposed to create suction and it would not keep a seal. Manufacturer response for dressing, prevena (per site reporter). It will be retrieved and quality analysis will be performed.